Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of ventralex mesh, patient was diagnosed with obstruction, seroma, adhesions, inflammation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma, adhesions, inflammation and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex.. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex.. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with multiple ventral hernia defects thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "the hernia sac was inflamed containing omentum in the midline above the umbilicus, above the defect was another small defect with hernia sac containing omentum and two more defects to the left midline was noted. The peritoneal sac was excised. A ventralex was placed and sutured." (B)(6) 2017 - patient was small bowel obstruction thereby underwent open repair with the explant of ventralex mesh. Per operative notes, "the peritoneal cavity was entered. The peritoneal fluid was drained. Adhesions of the omentum from the ventralex was removed. The retained ventralex mesh was adhered to the bowel. This portion of small bowel was resected. The remainder of ventralex mesh was also excised." Attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, removal of mesh and emotional injuries.